Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that the programmer would shut down on its own. It was found, however, that the paper guide on the printer drawer was broken, the stylus tip was bent but functional, and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would randomly and frequently simply shut off during a programming session. The programmer has been returned for repair. No patient complications have been reported as a result of this event.